Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shutdown. During troubleshooting with tandem technical support, review of the pump data confirmed that low power alerts as well as a low power alarm had occurred and had not been addressed. Reportedly, the user's blood glucose (bg) level was 448 mg/dl. The user addressed bg level with a bolus via the pump.

Manufacturer narrative:
Reportedly, the user had high ketone levels and the user's healthcare provider considered the ketone level as life threatening.